Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was 90% stenosed located in the severely tortuous and moderately calcified proximal left anterior descending artery. The device was unable to advance inside the guide catheter.

Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system was returned for analysis. A visual examination of the stent found that the first proximal stent rows 1-3 were damaged. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left anterior descending artery. After pre-dilatation was performed with a non-compliant balloon catheter, a 2.50x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent struts were protruding. Subsequently, pre-dilatation was performed again and the procedure was completed using two other promus element drug-eluting stents. No patient complications were reported and the patient's status was stable.